Event description:
It was reported through the results of the clinical trial that approximately two years one month and twenty-two days later post e-luminexx placement on the left leg, the subject underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of 57% and final residual stenosis of 0%. The re-intervention involved with covered stent. The outcome of the adverse event was recovered. It was further reported that approximately three years and seventeen days later post study device placement, the subject had an adverse event of restenosis. The adverse event relationship was not related to the study procedure but possibly related to study device. It was further reported that approximately one week later post adverse event, the subject underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of 60% and final residual stenosis of 1%. The re-intervention involved with percutaneous transluminal angioplasty. The outcome of the adverse event was recovered. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two years one month and twenty two days later post e-luminexx placement on the left leg, the subject underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of 57% and final residual stenosis of 0%. The re-intervention involved with covered stent. The outcome of the adverse event was recovered. It was further reported that approximately three years and seventeen days later post study device placement, the subject had an adverse event of restenosis. The adverse event relationship was not related to the study procedure but possibly related to study device. It was further reported that approximately one week later post adverse event, the subject underwent re-intervention on the left leg on the target lesion instent restenosis with initial stenosis of 60% and final residual stenosis of 1%. The re-intervention involved with percutaneous transluminal angioplasty. The outcome of the adverse event was recovered. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instruction for use e.g., restenosis, stent thrombosis / occlusion or vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H10: g3. H11: h6 (method). H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.